Event description:
Upon trying to do the final deployment of the micra, the string was cut following medtronic's guidelines. When md tried to remove the string to fully let the micra go they felt abnormal tension. The micra was able to be recaptured and a new system was used and deployed without incident. It was assumed that a clot could have been the cause of the resistance felt on the string removal. It could also be a potential string malfunction - such as knotting up. No clot was actually observed.